Event description:
As reported, after the indicator window of a 5f exoseal vascular closure device (vcd) turned black, the plug release button could not be pressed. Manual compression was used instead for hemostasis. There was no patient injury. A trained senior operator performed a whole-brain cerebral angiography. After unknown catheter and guidewire removal, hemostasis was attempted using the vcd. The patient has no infectious disease history. The patient has a history of hypertension, coronary heart disease, and diabetes with irregular medication use. The product will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after the indicator window of a 5f exoseal vascular closure device (vcd) turned black, the plug release button could not be pressed. Manual compression was used instead for hemostasis. There was no patient injury. A trained senior operator performed a whole-brain cerebral angiography. After unknown catheter and guidewire removal, hemostasis was attempted using the vcd. The patient has no infectious disease history. The patient has a history of hypertension, coronary heart disease, and diabetes with irregular medication use. The procedure used a retrograde approach. The physician was certified in the use of the exoseal vcd. There were no visible signs of device or packaging damage prior to use. The device was stored and prepped according to the IFU. The femoral artery¿s suitability was verified on angiography with an insertion angle of 30¿45 degrees. The vessel diameter was not verified to be greater than or equal to 5 mm. The puncture site showed no calcium or plaque, no vessel tortuosity, no stent, and no stenosis greater than 50%. The target femoral site had not been previously closed within 30 days, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped on the bleed-back indicator. When depression of the button was attempted, it would not depress at all. At that time, the indicator window was showing solid black, and no red color was observed during retraction. The product will be returned for evaluation.

Manufacturer narrative:
As reported, after the indicator window of a 5f exoseal vascular closure device (vcd) turned black, the plug release button could not be pressed. Manual compression was used instead for hemostasis. There was no patient injury. A trained senior operator performed a whole-brain cerebral angiography. After unknown catheter and guidewire removal, hemostasis was attempted using the vcd. The patient has no infectious disease history. The patient has a history of hypertension, coronary heart disease, and diabetes with irregular medication use. The procedure used a retrograde approach. The physician was certified in the use of the exoseal vcd. There were no visible signs of device or packaging damage prior to use. The device was stored and prepped according to the IFU. The femoral artery¿s suitability was verified on angiography with an insertion angle of 30¿45 degrees. The vessel diameter was not verified to be greater than or equal to 5 mm. The puncture site showed no calcium or plaque, no vessel tortuosity, no stent, and no stenosis greater than 50%. The target femoral site had not been previously closed within 30 days, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped on the bleed-back indicator. When depression of the button was attempted, it would not depress at all. At that time, the indicator window was showing solid black, and no red color was observed during retraction. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed because the device was received fully deployed and the plug was not returned for evaluation. A high-magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since the device was received fully deployed with full lever depression. The cause of the reported issue could not be determined since the condition of the returned device did not match the event reported, as it was received with full lever depression. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Correction to section a and b7.